Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) approximately one year earlier due to sinus rhythm with intermittent atrial fibrillation (af). The s-ICD remains in service and no adverse patient effects were reported. Additional information was received that patient had received an inappropriate shock four months earlier due to af. No additional adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.